Manufacturer narrative:
Retained lot sampling completed by MFR results attached. No non-conforming product found during evaluation.

Event description:
End user stated that when injecting into the skin the medicine will leak out of the needle instead of going into the user. Pen needles returned/replaced with larger pen needles. Customer service rep is sending larger guage however warehouse is on back order, end user is willing to wait for product. User only has 20 pen needles left before larger pen needles arrive, there will be none left to send back.

Manufacturer narrative:
The product has been returned to our facility and will be returned to the MFR facility to complete investigation. MFR has been made aware. An additional report will be filed following that investigation with all additional information.

Event description:
End user stated that when injecting into the skin the medicine will leak out of the needle instead of going into the user. Pen needles returned/replaced with larger pen needles. Customer service rep is sending larger guage however warehouse is on back order, end user is willing to wait for product. User only has 20 pen needles left before larger pen needles arrive, there will be none left to send back.